Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. It also had moisture damaged at the motor assembly. The low battery alarm, button response, vibrating, vertical line and noise anomalies could not be verified due to the blank display. The device was received with a missing end cap sticker.

Event description:
The customer reported via phone call that he went into the pool with the insulin pump. The customer stated he did not recall receiving any error alarms but it was making an intermittent noise. He also reported the display went blank. He explained the display then returned but was showing vertical lines and when the act button is pressed, the screen would go blank. The customer was unable to check the alarm history due to the blank display. He also mentioned the screen showing a low battery. Blood glucose value was 70 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.